Event description:
It was reported that the tip of a plug driver was found to be deformed during surgery. An alternative plug driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned driver was evaluated. Visual inspection revealed that the tip of the device was bent. It is likely that the tip of the drivers had weakened from repeated uses which allowed the tip to twist during this case. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a plug driver was found to be deformed during surgery. An alternative plug driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver was found to be deformed during surgery. An alternative plug driver was used to complete the procedure without reported patient impacts.